Event description:
It was reported the patient had a call ¿your doctor icon¿ come on the screen one time a week prior to the date of the report and was unsure what the message was. The patient¿s battery looked appropriate at 2.985v. It was noted impedance measurements read greater than 10000 ohms. The following contacts showed greater than 10000 ohms: left lead 2, 4, 6, 7 and right lead 10, 12, 13, and 15; which it was believed to always have been that way. None of those contacts were being used and the patient was getting good therapy/coverage programmed around the contacts out of impedance range. The patient was using stimulation at around 2v. No other actions were taken.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).